Manufacturer narrative:
(B)(4). The valve was patent and passed siphon testing. It was within specifications for pressure-flow testing at performance level 2.5, 46.8 ml/hr at 0 cm hydrostatic pressure. However, the device did not meet the requirements for leak testing due to a tear at the base of the outlet connector. It is unk how or when this damage occurred. The valve was returned set to performance level 2.5 and could not be adjusted to any other performance levels. This precluded measurement of pressure-flow characteristics and preimplantation testing at other performance levels. The valve did not meet the requirements of reflux testing. A dissection of the valve showed that the adjustment mechanism contained proteinaceous and fibrous debris. The instructions for use that accompany the device warn that "the system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris." Such debris can affect the valve mechanism, resulting in reflux or loss of adjustability. A review of the mfg records was not possible as no lot number was provided. All of our valves are 100% tested at the time of MFR.

Event description:
It was reported that the valve was no longer working and a surgery was scheduled to replace the defective product.